Manufacturer narrative:
Complaint no: (B)(4). The peritonitis occurred on an unspecified date reported as a ¿recent peritonitis event¿ during follow up in (B)(6) 2016. The sample was not returned for evaluation and the lot number is unknown, therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of the peritonitis was unknown. The patient was hospitalized for the event. On unknown date(s), the patient was treated for 21 days with intraperitoneal vancomycin (dose and frequency unknown) for peritonitis. The patient was recovered from this peritonitis event. Action with pd therapy was not reported. No additional information is available.